Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-24377. The patient was implanted with two scs leads from the same lot number. It was reported, the patient underwent surgical intervention to replace her entire scs system. The patient lost stimulation therapy approximately one year ago. The patient did not recharge her scs ipg battery and the ipg was inoperable. Additionally, the scs leads appeared to have migrated. Follow-up identified the patient reported she is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.